Event description:
Additional information received about 2 months later reported that the patient¿s leads were pulled out on (B)(6). The patient was fine after that. It was noted that nothing that the patient alleged was attributed to the trial or trail devices. The patient did not go to full implant. It was noted that the patient was mentally unstable and was very difficult to work with.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s trial spinal cord stimulator (scs) was affecting his heart. He had acute coronary angina all of a sudden on the notified date, and his heart was ¿jump starting and racing like hell.¿ all of a sudden he started getting jump starts and his heart was racing. The patient started the trial one day prior to the notified date and the issue began the day afterwards. The patient was going to the emergency room (ER) and was going to tell the healthcare providers (hcp) that he wanted it out of him. The device was off and he didn¿t dare to turn it on. It was noted that it jump started him so much that he had to take a nitro and he hadn¿t taken that in almost a year. He was scared so he didn¿t want it in him anymore. The patient received some help from the device but he didn¿t want to risk it affecting his heart. It was noted that the patient¿s system had two leads and the wire coming out of his spine and connected to an external stimulator. Later in the day of the notified date the patient and a manufacturing representative was in contact and ¿he was all set¿. It was unclear what the outcome was regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.